Event description:
The consumer reported she felt stimulation at the implant site after increasing stimulation on (B)(6) 2016. The patient decreased stimulation but she could still feel tingling at the implant site. It was noted the symptoms had not improved since implant. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.